Event description:
It was reported by service report that the patient right foot rail limit switch is not functioning properly. There was patient involvement; however no adverse consequences are reported.

Manufacturer narrative:
Results- pins on foot board out of connector and limit switch plunger stuck inside switch.